Event description:
The product was used during a laparoscopic tubal ligation procedure. Reportedly, the needle broke. Both pieces were retreived and a new reload was used to complete surgery. The hospital has reported no patient injury occurred.

Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.